Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was an incorrect reading of the set abdominal pressure during an unspecified procedure, which triggered an abdominal pressure alarm on the high flow insufflation unit. There were no reports of patient harm.